Manufacturer narrative:
The device was evaluated by ventec where the reported issue of it logging multiple low fio2 (fraction of inspired oxygen) alarms in its troubleshooting logs was confirmed. During testing, however, the reported issue could not be reproduced. Proper device operation was then observed through functional and performance testing. The cause of the report issue could not be determined.

Event description:
It was reported that the device needed service. During the device's evaluation, ventec observed that it had logged multiple low fio2 (fraction of inspired oxygen) alarms in its troubleshooting logs. The alarms indicate that lower than expected fio2 was delivered, than set. There was no patient involvement associated with the reported event.